Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the incident devices. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of the cartridge revealed that the loading unit was fully applied. The anvil lock ring was observed to be bent. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. The loading unit anvil was severely bowed. The anvil clamping mechanism was deformed. The knife-bar assembly was buckled the instrument successfully clamped, opened and unloaded without difficulty. The loading unit was then loaded again and could no longer be unloaded. The damage to the loading unit precluded further functional testing. The file was concluded to be a misuse by the end user. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the bent lock ring tab may occur due to over flexure of the loading unit while being attached to the instrument. A supplemental report will be submitted with the new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the first firing of the device made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. The second handle was used and also made a popping sound. The second stapler fired staples but they were malformed. A third handle was grabbed. The third reload partially fired and make a crunching sound. A fourth handle was loaded and used. The fourth handle made a crunching noise but fired successfully. A fifth handle was used. The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. No blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. No reinforcement material was used.